Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged due to twiddlers syndrome. The lead exhibited high pacing threshold. The physician had surgically abandoned the lead and implant a new lead as replacement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.